Event description:
The user received toxoplasma igg results for five patient samples which indicated positive results, but results from another method were negative. Sample 1: results for roche elecsys toxo igg = 83 ui per ml; result from "platelia biorad" = 5.1 u per ml; immuno fluorescence result = 2 ui per ml; immunoblot ld toxo igg = positive. Sample 2: results for roche elecsys toxo igg = 67 ui per ml; result from "platelia biorad" = 5.8 u per ml; immuno fluorescence result = 2 ui per ml; immunoblot ld toxo igg = positive. Sample 3 (pregnant woman): results for roche elecsys toxo igg = 37 ui per ml; result from "platelia biorad" = 5.7 u per ml; immuno fluorescence result = 2 ui per ml; immunoblot ld toxo igg = low positive. Sample 4 (pregnant woman): results for roche elecsys toxo igg = 31 ui per ml; result from "platelia biorad" = 4 u per ml; immuno fluorescence result = less than 2 ui per ml; immunoblot ld toxo igg = negative.

Event description:
The user received toxoplasma igg results for five patient samples which indicated positive results, but results from another method were negative. Sample 1: results for roche elecsys toxo igg = 83 ui per ml; result from "platelia biorad" = 5.1 u per ml; immuno fluorescence result = 2 ui per ml; immunoblot ld toxo igg = positive. Sample 2: results for roche elecsys toxo igg = 67 ui per ml; result from "platelia biorad" = 5.8 u per ml; immuno fluorescence result = 2 ui per ml; immunoblot ld toxo igg = positive. Sample 3 (pregnant woman): results for roche elecsys toxo igg = 37 ui per ml; result from "platelia biorad" = 5.7 u per ml; immuno fluorescence result = 2 ui per ml; immunoblot ld toxo igg = low positive. Sample 4 (pregnant woman): results for roche elecsys toxo igg = 31 ui pre ml; result from "platelia biorad" = 4 u per ml; immuno fluorescence result = less than 2 ui per ml; immunoblot ld toxo igg = negative. Sample 5: results for roche elecsys toxo igg = 37 ui per ml; result from "platelia biorad" = 5.6 u per ml; immuno fluorescence result = 2 ui per ml; immunoblot ld toxo igg= positive.

Manufacturer narrative:
Samples were returned for investigation. The positive elecsys results were verified and further confirmed on a neutralization assay using antigen extract from native toxoplasma.

Manufacturer narrative:
No information was provided to determine if any erroneous results were reported or if the patient were treated based on any erroneous results. The investigation is ongoing. If additional information is received, appropriate notification will be provided.